Manufacturer narrative:
Correction: b5 plant investigation: a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. A definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The patient reported receiving drain complication and check drain line and patient line alarms during drain two of five of treatment and the treatment was cancelled.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient¿s cassette patient line had disconnected from themselves during their pd treatment. The patient reported receiving drain complication and check drain line and patient line alarm during drain two of five of treatment and the treatment. The patient stated that they had noticed the patient line had become disconnected briefly. The patient was advised to discontinue the treatment and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient stated they did not complete treatment following the event, however resumed treatment normally the next night. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cassette used by the patient was not available for return for physical evaluation by the manufacturer.